Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a procedure the head of a screw from a matrix spine system came loose and as evident in a two day post-operation x-ray. The operation was done according to op-technique and no further procedure is required or planned. This is report 3 of 4 for this event.